Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a bowel transection procedure, it was noted that staples had not formed properly post firing. It is unknown how the procedure was completed. There was a five-minute delay; no adverse event.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). Photographic analysis: the picture shows a blue reload and the anvil half of a tlc device side to side. The reload appears to be partially fired as the drivers at the distal end of the reload are not visible and staples can be seen protruding from the pockets. The anvil is show with several b-form staples and with some staples that appear to be partially formed. No malformed staples are appreciated on the photo provided. Based on the photo provided the event describe is not confirmed, as the partially formed staples are a result of an incomplete firing sequence. The analysis results found that the tlc75 device was received in good visual condition. With a cartridge reload loaded, the reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the unlocked position, it is possible that the swing tab was tampered with before sending the cartridge over, resulting in the unlocked swing tab. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.